Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump in the sucker position displayed a 'belt slip' message. The tubing was reset along with the occlusion and the issue resolved. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported belt slip error. The perfusionist opted not to get a replacement pump or send the pump in to the manufacturer for further evaluation. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b3, b5 and h6.